Event description:
The facility reported a colleague infusion pump with a failure code of 570:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported failure code of 570:320:654:0000 was confirmed and but not reproduced during product evaluation. The root cause was assigned to faulty main batteries. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Since quality engineering determined the assignable cause to be not identified. Upon further review, quality engineering determined the root cause to be not identified instead of faulty main batteries as it was a stay in device. A service history review revealed that this device was not previously serviced for the reported condition, as this was a failure code of 570:320:654:0000. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.